Event description:
Customer reported that the inner cannula connector separated from a unspecified model tracheostomy tube. The customer did report that the trach was a size 8 cuffed tracheostomy tube but could not recall the specific model. In 2004 the pt was admitted into the hosp with multiple medical medical conditions associated to acute respiratory failure and obstructive sleep apnea. A decision was made about 9 days later to perform a tracheostomy procedure to provide long term ventilation support to the pt. On the same day it was reported that the ICU staff discovered that the outer cannula had separated from the flange. An ent surgeon was called and the tube was replaced without incident. It was noted that the tracehostomy tube was later removed and about 3 wks the pt expired from multiple organ failure. The customer reported that the event was unrelated to the reported failure of the tube.